Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. A4 is unknown. Investigation summary: no product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed suction alarms occurring at multiple instances throughout the case, with the majority of the alarms occurring towards the beginning of the case, from 8:45 am to 10:20 pm on (B)(6) 2025. Just a few minutes before the onset of this instance of suction alarms, impella position in aorta alarm was triggered around 8:40 am and resolved within a minute. A purge pressure spike outside of purge bag changes was seen around 7:40 am on (B)(6) 2025, and a gradual rise in motor current was seen. A motor current spike was seen around 6:50 pm on (B)(6) 2025, which coincided with a sharp rise in purge pressure, drop in purge flow, and transition from low pump flow to saturated pump flow for the same p-level. Suction alarms occurred towards the end of the case around 7pm on (B)(6) 2025 and coincided with a drop in motor current and pump flow for the same p-level. Placement signal low alarms were seen triggering at the same time as this instance of suction alarms. Impella position unknown alarm was also seen around 6:12pm on the same day but resolved with the same minute. No other abnormalities were seen. Pump suction: clinical details mention that the patient suffered from suction alarms after repositioning was done on (B)(6) 2025 and therefore the pump was unable to be run above p-6. Per clinical information on (B)(6) 2025, there were no suction alarms prior to repositioning. On (B)(6) 2025, it was noted from clinical details that the suction alarms kept triggering despite positioning was deemed optimal under echocardiography observation. Data log analysis confirmed the suction alarms, along with the observed trends in motor current, purge and pump flow, and purge pressure. The root cause of the pump suction was not determined due to inconclusive evidence from the data logs and clinical details for suction alarms occurring on (B)(6) 2025. Device in wrong position: clinical details reveal that the patient suffered from severe aortic stenosis and was diagnosed with non-st elevation myocardial infarction which evolved into a st elevation myocardial infarction prior to impella insertion. During transfer of the patient from the table to the bed, the patient decompensated. Aortic stenosis in the patient worsened. After impella insertion, per echocardiology on (B)(6) 2025, the pump appeared to be deep and was pulled back. Impella popped back across the valve, but the doctor was able to advance it back in the left ventricle (lv). The patient was also administered fluid boluses to resolve suction alarms and suffered from worsening respiratory status and low ejection fraction (ej) values. The root cause of the positioning issues was not determined based on the provided clinical details, as it was not clear whether the patient's anatomical issues contributed to the positioning issues. Hematuria: clinical details mention the patient producing dark red urine output on the day of implant, which the doctor attributed to a previous traumatic foley insertion. The cause of the injury was not determined due to insufficient clinical details. Device history review: pump #(B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported that a patient in st elevation myocardial infarction /cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to an outside hospital with complaints of chest pains for the previous two days. The patient was diagnosed with non-st elevation myocardial infarction that evolved into st elevation myocardial infarction. Prior to being transported to the complainant hospital the patient became unresponsive after being disconnected from the monitor. A precordial thump was performed and the patient regained consciousness. The patient was successfully transferred and brought to the cardiac catheterization laboratory for treatment. Following procedures to address the left anterior descending coronary artery, the patient was transferred from the table to a bed and after the transfer the patient decompensated. The patient was transferred back to the table, and the coronary arteries were observed again with no blockages found. An emergent valvuloplasty was performed, and the patient was sent to the unit for recovery. The patient did well overnight but decompensated the following day where it was reported that the patient became diaphoretic, oxygenation saturation dropped, and the patient developed pulmonary edema. The patient was then taken to the ccl for impella placement. The impella cp was placed via the right femoral artery without complications, and the patient was transferred back to the unit with no issues. On support day 2, the physician performed an echocardiogram and found the impella to be deep. The physician pulled the impella back to reposition, but the impella migrated too far back and crossed the aortic valve. The physician was able to advance the pump back wirelessly into the left ventricle. After repositioning, there were noted suction alarms. The performance (p) level was decreased to p6. The physician pulled the device back another 2cm and a 250ml bolus of normal saline was ordered for the patient. It was additionally noted that the patient¿s urine output was red but clearing. The physician believed the cause of the red urine was from a traumatic foley insertion. On support day 3, the patient experienced more shortness of breath that began overnight and worsening conditions. The pump continued to have frequent suction alarms overnight and it was noted that the patient¿s fluid status was more than adequate. The medical staff confirmed that the pump did not have suction alarms until it was repositioned the previous day. It was recommended to the medical staff to perform additional imaging to confirm the impella placement. On support day 4, the patient was intubated due to worsening patient condition. An echocardiogram was performed and the impella was observed to be in optical position despite ongoing suction alarms. The p level was decreased to p5. On support day 5, it was noted that the patient was no longer making urine. Lasix was ordered. The patient then declined overnight, and the decision was made not to escalate the patient¿s care due to lack of advanced therapy options. Care was withdrawn, and the patient expired while on impella cp support.